Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed bleeding blisters from the ucor hfams patch. There was no alleged device malfunction contributing to the blisters. There is no indication that the patient received medical intervention. Outcome of the blisters is unknown.